Manufacturer narrative:
Follow up made to obtain release date, however no information obtained as there response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) of 365 mg/dl. During the hospitalization, the customer was treated with intravenous insulin drip. Customer believed that the elevated bgs were a result of pump settings. System check was performed with tandem technical support, and the pump performed as intended. Customer indicated that they were working with their healthcare provider to adjust pump settings. Customer was still hospitalized at the time of the call.